Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter adapter was confirmed, and the cause appeared to be manufacturing related. One 20g insyte autoguard IV catheter was provided for investigation. The threads on the adapter were deformed. Although the deformation would not inhibit the attachment of a luer slip accessory, the damage would prevent attachment of a luer lock accessory. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard unable to connect IV tubing. The following information was provided by the initial reporter, translated from french to english: during catheter insertion, the bi-directional valve could not be screwed onto the catheter. The ides tried 3 different valves, but none of them worked. They used a bi-directional valve, reference 011mc100 from the ICU med laboratory. The patient was bleeding, so they had to unhook him and put the catheter back in the other arm.